Event description:
The customer reported powers black. The customer confirmed the reported failure. The customer requested to know if he has the correct part number for the blower motor controller (bmc) stating that he is replacing the power supply. The remote service engineer (rse) advised the customer that the (bmc) does not need to be replaced just because the power supply is being replaced. The (rse) told the customer the (bmc) version is related to the blower that is in the unit and not the power supply. The customer stated they are replacing the power supply as f2 is blown. The (rse) advised the bmc has nothing to do with power supply replacement and advised that unit is no longer supported. The customer has decided to retire the unit from service. The device was not in use on a patient. No patient or user harm was reported.